Event description:
It was reported at/af alerts were observed during troubleshooting. Competitive atrial pacing was present at sensor indicated rates following short bouts of retrograde conduction. Programming changes were made. The patient was fine after the event.

Manufacturer narrative:
.